Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized with ketones. The reporter was unable to provide a blood glucose value from the time of the hospitalization. The reporter didn¿t provide any information as to what treatments were received. The reporter alleged that they had not set the pump¿s time and date correctly when it was powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.